Event description:
It was reported that multiple episodes of auto mode switch were presented via a remote transmission. It was suspected that an internal test caused the pulse generator to oversense. The device would be reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.